Manufacturer narrative:
A philips remote service engineer (rse) indicated that the central station of the med ccu crashed on (B)(6)2024 around 07:16 with a loss of sound on the central station. The on-call engineer tested the loudspeaker on another central station; no failure was observed. The rse analyzed the logs of the central station. The rse noted that it seems that the central station did emit audio alarms on (B)(6)2024 between 07:10 and 07:20; therefore, the rse indicated that the problem was not related to the pic ix application on the central station. However, the rse could not find any message in the logs related to a physical or other disconnection of the loudspeaker. Additional information was requested; however, no further information was received. Based on the information available and the testing conducted, the cause of the reported problem was not able to be determined. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Event description:
Philips received a complaint on the patient information center ix indicating that the equipment had a loss of sound at the level of the alarm. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.